Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were noted via diagnostically imaging prophylactically. No electrical anomalies were detected. The lead will be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.